Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident was 175 mg/dl. During troubleshooting, the insulin pump did not alarm no delivery even though insulin did not exit during prime. The insulin pump passed the high pressure test. She was explained that the alarm was caused by a set/reservoir connection and advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.